Event description:
Baxter received a report stating that , while running progressa frame down, power cord was cut causing sparks. The bed was located at the account and occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the bed lowered beyond its limits crushing the power cord between the head articulation arm weldment and lower frame, causing heavy spark. Baxter field service technician determined that the customer incorrectly calibrated the bed positioner sensor. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding, around the plug blades. Any signs of cracking., loose fit of the plug blade (the plug blade moves in the molding), verify that the strain relief p-clip is present. Replace the power cord, if damaged. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter field service technician calibrated the bed positioner sensor and the account replaced the power cord to resolve the reported event. Based on this information, no further action is required.